Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: upon further investigation of the device evaluation, it was determined that the device broken into two pieces and failed pretest for general condition. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device jaw chuck was fractured. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that one of the lock components detached from the chuck with key drill device. There were no reports of delays in the surgical procedure. It was reported that a spare device was available to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.